Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction internal fixation (orif) surgery of a finger on (B)(6) 2017, the surgeon was drilling for a 1.13 mm cortex screw with the drill bit and the tip of the drill bit broke off during surgery. That tip of the drill bit was left inside the bone of the patient and the surgeon could not retrieve it and left it in the patient. The surgeon was given another drill bit to complete the case. X-rays were taken during the procedure. There was no surgical delay and the surgery was completed successfully. The patient remained in stable condition. Concomitant device report: drill guide (part # 03.130.125, lot # 9605214, quantity 1) cortex screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.0 mm drill bit. This is report 1 of 1 for complaint com-(B)(4).